Event description:
It was reported while using bd arterial cannula with floswitch the cannula snapped upon removal. There was no report of patient impact. The following information was provided by the initial reporter. Arterial cannula snapped on removal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-aug-2022. Investigation summary: three photos and three samples were received by our quality team for evaluation. From the photos, a broken catheter was observed. The first sample received was observed with a shorter catheter length. On this catheter, a v-cut and a part-off surface was observed. The end nearer to the tip was not returned for investigation. A clean cut was observed on the part-off end of the catheter tubing. The second sample was an unopened representative sample. The needle grip assembly was removed from the catheter. The catheter tubing is observed at two locations, one similar to the part-off location as sample 3 and the v-cut location on the first sample and one similar to the part-off location of sample 1. No damage was observed at these areas. Sample 3 was a used sample. A broken catheter was observed, and both part-off surfaces on both ends were observed. A clean cut was observed on both ends. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The arterial cannula tube draw machine was reviewed. The machine parts that contact the catheter tubing are the machine grippers. However, the machine grippers have a round flat surface with no sharp edges that could cause part-off in the catheter tubing. The arterial cannula assembly machine was reviewed. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto-reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, the lie distance would most likely have failed and be automatically rejected by the line. A simulation was carried out using scissors to part-off a catheter. The part-off surface was then observed, and a clean cut was observed on the part-off surface. Based on the broken catheter received, the damage could have been caused by a sharp object such as scissors. According to the instructions for use for arterial cannula, scissors are not to be used at or near the insertion site. Therefore, the root cause of the customer¿s experience on broken catheter could not be established. H3 other text : see h10.

Event description:
It was reported while using bd arterial cannula with floswitch the cannula snapped upon removal. There was no report of patient impact. The following information was provided by the initial reporter: arterial cannula snapped on removal.